Event description:
The technician alleged the brakes at the foot end of the stretcher do not hold. No pt impact.

Manufacturer narrative:
The technician installed a brake steer upgrade kit to resolve the issue.